Event description:
It was reported that during an emobilization treatment procedure, a coil detachment occurred. The target location was in the non-tortuous splenic artery. The physician advanced and thought he deployed a .018 8mm x 20c interlocking detachable coil in the vessel. When the physician removed the guide wire the coil retracted and re-entered the renegade infusion catheter. Continuous flush was maintained and he .018 8mm x 20c interlocking detachable coil became stuck in the catheter. During an attempt to withdraw the coil from the catheter the coil fractured. The catheter and coil were removed together without incident. The procedure was completed with placement of a .0135 interlocking detachable coil. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).